Event description:
The event occurred on an unknown date and involved a plum set with leakage. This record is to capture one of three devices returned for investigation. The reported infusate was confirmed to be kemoplat. The reported leak was confirmed by investigation. One used 123390488 ls prim plum set with one used unknown list number trifurcated ext. Set with 2 red and 1 blue pinch clamps, 2-spinning spiros was received for investigation. There was a leak observed in the air vent filter attached to the drip chamber. The cap of the sealing surface was deformed. The probable cause is due to cold form molding damage during molding process. The device history review (DHR) was reviewed and there were no non-conformances that would have contributed to the reported complaint. There was also a leak observed on the unknown list number trifucated ext. Set on one of the two spinning spiros bonded to the clave bag spike. The leakage observed on the spinning spiros leaked from a crack observed on the female lure of the spiros. The cause of the crack is unknown.